Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device's blade tip broke off on the back table. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the probe clip failed to hold in place. No other details regarding the nature of the event were provided. As a result, an alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.